Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported automatically taking 100% o2. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Patient information was requested and the information was not provided by the customer.